Manufacturer narrative:
A steris service specialist arrived at the facility, inspected the conveyer system and identified that the upper position door sensor had not been properly installed. As a result, the door sensor did not send the signal needed for the conveyor wheels to start rolling and automatically load baskets into the sterilizer. The door sensor was adjusted, multiple test cycles were performed and the unit was confirmed to be operating to specification. A review of service records for the automatic conveyer system identified that the door sensor had been replaced on (B)(6) 2014. The cause of the reported event is improper installation of the door sensor by a previous steris technician. The technician did not properly screw the door sensor into place. The technician's supervisor was informed of the event and has reviewed the proper installation technique with the technician. The unit was installed on december 12, 2013 and is currently under steris warranty.

Event description:
The user facility reported that the automatic conveyer system attached to the vision multi-chamber washer was not automatically loading racks into the washer. The facility reported an employee hurt her back while manually pushing a rack into the sterilizer. The employee was temporarily placed on light work duties. The employee did not seek medical treatment and has since returned to full work duties with no limitations. No procedural delays/cancellations were reported.